Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/07/2015 with the following findings: visual inspection revealed that the battery compartment was cracked along the side from the threads to the case seal. The returned battery cap was used to complete all testing. The returned battery cap was found to be damaged/stripped. The battery cap contact height measurement was found to be out of the required specifications. The battery cap contact width measurement was found to be within the required specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (damaged cap and case) issue. The reporter alleged that the battery cap was not able to be removed from the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.